Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the powered stapler in a laparoscopic right colectomy, it was not stapling and the staples had a poor staple formation. They used a different reload to complete the case. There was no patient injury.